Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a pump error 49 alarm/history pointers failed alarm, and a pump error 68 alarm/trace pointers are invalid alarm. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 49 or pump error 68 noted during our testing. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.